Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2022. The customer's blood glucose was 300 mg/dl. The customer's current blood glucose value was 196 mg/dl. The customer was treated with intravenous drip. The customer experienced symptoms such as vomiting. The customer was using the auto mode feature. The insulin pump will not be returned for analysis.